Manufacturer narrative:
Additional information: the product lot for this event is not known; therefore, lot history and device record history could not be reviewed. The returned used sample was visually inspected and it was found that there was white surgical solution in the irrigation and aspiration tubings, the spike and the drain bag were cut off. The sample was purged to remove the surgical solution and the spike was replaced with lab stock, the sample was then functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).

Event description:
An ophthalmic surgeon reported that aspiration failed during a cataract procedure. The product was replaced and the procedure was completed without harm to the patient. Additional information and a product sampe have been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).